Event description:
The patient reported that she was experiencing an increase in seizures and that her physician's assistant wanted her to go for monitoring. No additional relevant information has been received to date.

Event description:
The patient later reported that she has since seen the neurologist, instead of the physician¿s assistant, and he reduced her medication (phenobarbital). Afterwards, she has been feeling better and no longer needed monitoring. The cause of the issue was increased medication dosage.